Event description:
It was reported that during a routine follow-up, undersensing of low amplitude ventricular beats was observed. The undersensed beats were preceded by high amplitude beats. The varying amplitudes caused the undersensing. At a subsequent follow up the device was reprogrammed. Follow-up will continue. Patient condition was good.